Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Explant date: if explanted give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that the intraocular lens (iol) haptics stuck to the optic and the separation of the haptics was only possible with the help of irrigation/aspiration (I/a). The lens was implanted and remains in the eye. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No additional complaints for this production order number were received. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.